Event description:
In 2007, the pt reported having issues using her infusion device without a sighted person. The pt is blind. She stated her blood glucose was elevated to 259 mg/dl and she needed to change her insulin cartridge but there was no one to assist her so she was not eating. Several suggestions for assistance were made to the pt. She then needed to disconnect the call. Upon follow up on two days later, the pt reported that she was able to get assistance with changing her insulin cartridge. When asked if her blood glucose had returned to normal she stated that she was a brittle diabetic and she did not have normal blood glucose readings. She stated her blood glucose ranges from 35-550 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.